Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that they have been trying to charge their implant for the last 5 days but it will not charge. Caller stated they were able to fully charge the controller from the ac power supply but not the implant. Agent walked caller through resetting the controller. Caller confirmed no visible damage to the recharger or to the controller charging port. Caller attempted to start a recharge session of their implant and saw no device found. Caller pressed recharge and continued to see looking for device and then no device found (the passive recharge mode never appeared). Caller then saw system problem rm04. Pt unplugged recharger and tried again but saw rm04. See (B)(4) for recharger replaced in the past; pt noted that fixed the rm04 message back in (B)(6) 2023. Pt noted that they have had back pain since they have no been able to charge the implant. The issue was not resolved. An email was sent to the repair department to replace the recharger. Pt (patient) called back stating they called in last week since they could not recharge the ins and was sent a new rtm. Pt still had the same issues with the new rtm for they still got system problem rm04. When the rtm was plugged into the controller if felt loose from left to right; it was not loose when using the ac power supply cord. Pt noted they could not charge the ins and was in pain. Pt called back stating they got a new rtm and a new controller. When trying to use the new controller it would not work to recharge the ins for they now got stuck on the screen looking for device. The pt tried to recharge the ins for over an hour and the ins still would not recharge. Pt called back and stated he has had everything replaced - the controller - rtm cord and the li battery but he is still not able to charge the ins. Pss (patient service specialist) suggested that pt contact the hcp and have the ins checked in office. Pss is sending an fyi message to the field about pt call. Patient called back repeating information from previous call. Patient reported that they have an appointment tomorrow at dr.'s office at 11am and would like a mdt rep present to assist with the appointment. While on the phone with patient, patient stated that a rep called them and left a voicemail. Agent advised patient to listen to voicemail and call rep back to set up meeting at their appointment tomorrow. Agent sent follow-up email to rep with patients appointment information.

Event description:
Additional information was received. It was reported that they have been waiting since 11am for a manufacturer representative (rep) and no one is there yet. Patient stated they are in pain and cannot charge the implantable neurostimulator (ins). Patient stated they are at their family doctor's waiting. Family healthcare provider (hcp) said they are not pain management. Patient asked if rep could go to his house. Agent reviewed the rep left voicemail message for patient that the 11am appt may not be possible. Agent provided nas number for family hcp to call for local rep. Agent reviewed reps role. Additional information was received from a manufacturer representative (rep). It was reported that the rep met with patient to help him with recharging, but patient was notable to get to the normal recharge screen, despite having everything replaced. Technical services (ts) had rep go into passive recharge mode with patient and eventually patient got the normal recharge screen with excellent quality.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.